Event description:
It was alleged that during use on a patient an overinfusion occurred. It was noted that the rate was set for 6ml/hr on channel b. The caregiver set up channel a with a different drug to run at 200ml/hr, and reported that channel b infused 138ml of heparin within forty minutes. It was further reported that the patient died over 24 hours later and the facility suspected this to be a user programming error.